Event description:
It was reported that a system error 2267 alarm (air and fluid in set/line) occurred on the homechoice device during dwell in peritoneal dialysis. The home patient was connected at the time of the alarm. The home patient stated that there was an unused supply line and the clamp is open on the line with the cap removed. The technical service representative explained to always keep unused supply line clamps closed and capped to avoid air being sucked in during refilling in dwells in particular. Proper procedures were reviewed with the home patient. The technical service representative instructed home patient to setup with all new supplies. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available

Manufacturer narrative:
(B)(4). Having an open clamp on an unused line when performing peritoneal dialysis therapy is a known cause of this alarm. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide warns the user to make sure all clamps on unused fluid lines are closed securely when performing peritoneal dialysis therapy. The guide instructs the user to close all clamps while preparing to load the disposable set. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.